Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The field generator was not replaced as the issue could not be replicated. The site has reported no further issues on this system. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. (B)(4) 2015 a medtronic representative, following-up at the site, reported the reported procedure was an axiem procedure. The medtronic representative tested optical accuracy and found it to be accurate. When testing axiem, and the site's two emitters side by side, the medtronic representative found that the emitter used in the procedure appeared to have a reduced field, and would blink red and green, producing uneven tracking. - return of emitter requested. No parts have been returned to manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a procedure, the surgeon alleged a 3 millimeter inaccuracy after registering the patient. No further details were provided. The surgeon opted to continue the procedure with knowledge of the alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.